Manufacturer narrative:
On 15-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter wherein there was a medical device entrapment which led to an electrode detachment inside the patient requiring intervention for removal of the electrode from the patient. One of the pentaray nav high-density mapping eco catheter splines got lodged in the side hole of the sl1 (non- biosense webster) sheath. It was discovered that the vizigo sheath and the sl1 sheath were intertwined. The pentaray catheter was pulled back into the vizigo sheath and the carto 3 system and the ge recording system displayed noise on electrodes 17-20. Then the pentaray nav high-density mapping eco catheter was removed from the body, and it was discovered that one of the outer layers of the spines was stripped off. It was discovered via x-ray that three electrodes were ¿hanging off" the sl1 sheath. The sl1 was removed from the body with the assistance of flouro guidance and the outer layer of the spline of the pentaray nav high-density mapping eco catheter with three electrodes attached was retrieved. Then the procedure was completed successfully. After the procedure, it was discovered via flouro that a single electrode was floating in the left atrium. The electrode was found on intracardiac echocardiography (ice) and a contour was drawn around it. The thermocool stsf catheter was removed from the vizigo sheath, and the vizigo sheath was moved next to the electrode that was floating in the left atrium. The electrode was "sucked out" and removed with the vizigo sheath. One of the sheaths was an abbott 8.5. There was no patient consequence. The patient recovered in the standard 4 hours and sent home.

Manufacturer narrative:
Additional clarification was received on 05-nov-2021 on the event. The pentaray nav high-density mapping eco catheter was placed in the vizigo sheath and got stuck in the side hole of the sl1 catheter (non -biosense webster). The spline actually went into the side hole and into the shaft of the sl1 catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-apr-2022, a literature article was received related to the reported event. The article contained additional patient details indicating the patient was a 70-year-old male. Additionally, patient medical history of symptomatic paroxysmal atrial fibrillation (af) and tachy-brady syndrome were included. Article has been attached for additional references and/or review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter wherein there was a medical device entrapment which led to an electrode detachment inside the patient requiring intervention for removal of the electrode from the patient. On 5-nov-2021, additional information was received to clarify, the pentaray catheter was placed in the vizigo sheath and got stuck in the side hole of the sl1 catheter. The spline actually went into the side hole and into the shaft of the sl1. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and polyurethane (pu) margin test of the returned device. Visual analysis of the returned sample revealed that the distal side of the spine "e" was found detached and internal components are exposed in the tip area of the pentaray nav high-density mapping eco catheter. Electrodes 17-20 are in the spline ¿e¿, this has been detached during the procedure. This damage contributes to the noise reported in the event. Then, the catheter's outer diameter was measured, and it was found within specification. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following statement: the pentaray nav catheter is recommended for use with an 8f guiding sheath, and do not use the pentaray nav catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. The root cause of the adverse event could be related to the use of a larger sheath than recommended by IFU. Additionally, there were no other conditions in the catheter which could contribute to the issue reported during the procedure. Additionally, the photos of the complaint device were provided to aid in the investigation. According to pictures provided by the customer, the pentaray spline appears detached from the tip. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).